Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the stimulator was turned off and an ultrasound of the abdomen wall was completed, which showed no abnormality around the device. It was noted that the cause was still undetermined, and the stimulator was ruled out as the cause as the pain persisted despite shutting it off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that starting about 2 weeks ago, the patient had been feeling sharp shooting pain at the ins pocket that seemed to get worse with the more activity the patient did, and intermittent shocking throughout the day at the ins pocket site. It was noted that no troubleshooting had been done. No further complications were reported/anticipated.